Event description:
A pt, who underwent on a not specified date a cataract surgery in both eyes aimed to the implant of anterior chamber intraocular lenses. A few years after the operation (date unk), the pt experienced bilateral corneal edema with a bilateral decrease in vision as a consequence. In 2000 a corneal graft was preformed on the left eye in order to improve the pt's visual autonomy. The outcome of the event is not reported.